Event description:
The information received from the affiliate states that this male pt was presented to the interventional lab for an angioplasty procedure of the common iliac artery. The lesion was described as calcified, but not tortuous. The product looked perfect when taken from the packaging and was properly prepped. Upon inflation of the balloon with a 10 cc syringe, the balloon burst. There is no information as to how the procedure was completed. There was no reported injury to the pt.